Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from the solution bag, exact cause or location unknown, was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that the solution bag was leaking which caused the alarm. The source of the leak was not determined. Renal therapy services assisted the hp with proper disconnecting procedures, and continue with manual supplies if necessary. There was no patient injury or medical intervention associated with this event. No additional information is available.